Event description:
It was reported that this pacemaker was found to be on safety mode. This device showed a decrease in battery longevity. Technical services (ts) was consulted, and device replacement was recommended. This pacemaker was explanted and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.